Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 194-195 mg/dl. Reportedly, the customer is using fiasp insulin. Tandem technical support educated customer on insulin labeling. Customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.